Event description:
It has been reported to philips that the allura system's geometry movements were partially available during a coronarography procedure. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that geometry movements were partially available. No further information regarding the issue has been provided. No service has been performed by philips as quotation has not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based in the investigation outcome.